Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. The pump was returned and exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. The catheter was returned and analysis identified an area where the catheter had been abraded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter . Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 10-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (2000 mcg/ml at 315.0 mcg/day) and bupivacaine (20 mg/ml at 3.150 mg/day) via an implantable infusion pump. It was reported that the hcp was unable to aspirate the catheter during a routine pump replacement. A fracture was noted on the catheter proximal to the anchor. The spinal segment was removed and replaced. The issue was considered resolved. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.